Event description:
It was reported the screen is not working, and it is not possible to see what is being displayed. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The display was very dim. Lvds (low voltage differential signal) connection to the display found loose.